Manufacturer narrative:
Findings: pump passed displacement test, rewind, basic occlusion test, prime, excessive no delivery test, and occlusion test. Pump was tested with no excessive no delivery alarms noted. Pump received with cracked reservoir tube lip and minor scratches on display window noted.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was unknown. The customer was treated for high blood glucose with injection. The customer reported via phone call indicating that they had excessive no delivery alarm. Customer's blood glucose at time of incident was unknown.